Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) for a second time. The patient was on warfarin for anticoagulation and was at the therapeutic goal. The patient reported having intermittent elevated flow and high powers overnight. Log files recorded intermittent power/flow elevations between (B)(6) 2021, on (B)(6) 2021 and between (B)(6) 2021. A computed tomography angiography scan of the patient's chest was completed along with a echocardiogram with no ramp study. The patient was given bivalirudin drip (gtt) and ultimately received a pump exchange on (B)(6) 2021 for the suspected thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed pump thrombosis. The submitted log files captured elevations in pump power and flow on (B)(6) 2021. No other atypical events or alarms were captured and the pump appeared to function as intended above the low speed limit throughout the duration of the files. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. A distal segment measuring approximately 14¿ was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), a pink, tissue-like deposition was observed in the outlet stator surrounding the outlet bearing ball. The deposition lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be determined. The dark areas of denaturation on the deposition as well as the concentric contact marks noted on the rotor outlet section indicate that it was present while the pump was supporting the patient. Examination of the remaining blood contacting surfaces did not reveal any evidence of adhered depositions or thrombus formations. A specific cause for the development of the observed deposition could not be determined through this evaluation; however, the deposition could have contributed to the reported elevated lactate dehydrogenase (ldh). Moreover, while a duration of time for which the deposition was present in the pump could not be conclusively determined, the deposition could have created additional resistance on the spinning rotor, potentially contributing to the elevations in power and flow that were confirmed through the evaluation of the submitted log files. Upon removal of the observed deposition, the device was cleaned. The bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue or the formation of the observed thrombus. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 1 of the IFU lists hemolysis and device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.